Manufacturer narrative:
The customer reported complaint for the thermogard xp ivtm console (sn (B)(4)) displaying error message tcmid: 07 (coolant temp high) was confirmed during the archive review but not during initial functional testing. The root cause is due to a defective temperature probe. As part of routine service during testing, the console was examined and found the handle, top lid screw and cover of the prime switch were missing, and the cold well cap, bumpers, and drip tray gasket were damaged, and top lid and casters were loose, unrelated to the reported event. The thermogard is a reusable as well as serviceable device and was manufactured in march 2013. Therefore, this type of physical damages found during the visual inspection are characteristics of normal wear and tear for the life of the device. The console passed initial functional testing without any error. Upon further testing, noticed an obstruction in the coldwell spritzer preventing the glycol circulation. The coldwell assembly was replaced to address the issue, unrelated to the reported complaint. A review of the event log was performed and tcmid:07 (coolant temp high) errors were noted around the reported event date, thus confirming the reported complaint. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) displayed a tcmid:07 (coolant temp high) error message. Unknown if the device issue was observed during the patient use or device check. No known impact or patient consequence information was available. No further information was provided.